Manufacturer narrative:
The reported event of calcified leaflets was confirmed. Gross morphological and histopathological examination revealed all three leaflets contained calcification throughout and fibrous pannus ingrowth on their base, narrowing the inflow diameter. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted secondary to a history of increasing dyspnea and aortic stenosis as evidenced on echo (lvef 65%, cardiac output 4.68l/min, mean lv gradient of 32mmhg). On (B)(6) 2017, the trifecta valve was explanted secondary to reports of calcified cusps. Concomitantly, a 10x15mm pericardial patch was used to repair the aortic annulus, a mitral valvuloplasty, and tricuspid annuloplasty were also performed. A 21mm magna ease valve was implanted in the aortic annulus. Per report on (B)(6) 2017, the patient remained hospitalized with hypoxemia, cardiac dysfunction and suspected meningitis.